Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a display issue for a coaguchek xs plus meter serial number (B)(4) that may impact the interpretation of patient results. The customer stated the battery pack is either not properly charging or not able to hold a charge well anymore. This is causing the screen to appear faint or cloudy and can be hardly read. This could potentially lead to the misinterpretation of a patient result. The customer stated that when the meter is put on the base unit to charge, the meter does not seem to go above 2 bars on the battery icon. The customer tried troubleshooting the issue by removing the battery pack and using a direct power supply to the meter. The screen then appears clear. A replacement battery pack has been sent to the customer. The customer's meter has been requested for return for further investigation. The investigation is currently ongoing.